Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Suspected cause was due to the customer¿s settings not being entered into the pump. Bg was addressed via correction bolus via pump. Reportedly, customer consulted their healthcare provider who advised settings adjustments, tandem technical support assisted customer in making settings adjustments.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin.